Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a cylinder and pump connection tube crack. A new ipp device was implanted. Additional information received states two weeks before the surgery the patient found that the device was not working properly. The patient got well following the surgery.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a cylinder and pump connection tube crack. A new ipp device was implanted. Additional information received states two weeks before the surgery the patient found that the device was not working properly. The patient got well following the surgery.

Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The tubing and window quick connectors (wqc) were visually inspected; no leaks nor damage was identified. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Product analysis did not confirm the reported connection tube crack; however, a pump malfunction was identified. Based on the conclusion that this malfunction would directly affect the functionality of the device, this was concluded as the most probable cause of the reported events.